Event description:
While performing preventative maintenance, the biomed found that the device would not calibrate co2 and it was reading high. There was no reported patient or user involvement and no adverse patient/user impact.